Event description:
The daughter of a male pt contacted lifecor customer support in 2008, to report that the pt passed away one month prior. The pt was at home and wearing the lifevest and collapsed. She stated the alarms went off approximately 10 mins after he collapsed. The pt's daughter believes his heart just stopped. He did not have an arrhythmias. Equipment arrived at lifecor in 2009, and the download revealed an asystole event.

Manufacturer narrative:
Device manufacture date- monitor. Electrode belt. Device evaluation: all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device properly declared asystole. The clinical analysis is attached. Conclusion: a man went into asystole while wearing the lifevest. The device properly detected and alarmed for the asystole.